Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. Investigation of the needle mechanism found no damages or manufacturing deficiencies that would result in a needle mechanism failure. Though no issues were observed with the needle mechanism, it could not be determined when the slide insert moved into the viewing window. The exact cause of the reported needle mechanism failure could not be determined. The pod was received with evidence of corrosion visible through the top and bottom housings. All attempts to download the data from the pod were unsuccessful as the pod would not pair with the master pdm. Measurement of the battery voltages found the voltages of the bottom and middle batteries to be lower than expected. An external power source was used in an attempt to download the data, which was unsuccessful. The pcb assembly was removed from the pod chassis and connected to the external power supply in an unsuccessful attempt to download the data. The data could not be retrieved from the pod due to the corrosion on the pcb assembly. Inspection of the bottom housing found cracks. It could not be determined if these cracks allowed fluid to leak into the pod to contribute to the observed corrosion. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula 0.236 in. From the soft cannula nailhead. This tear resulted in an internal leak that contributed to the observed corrosion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod for a few minutes it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod.